Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amplatzer amulet delivery sheath was selected for a procedure on (B)(6) 2024. The device was prepared per IFU. No issues were noted during device preparation. During the procedure it was observed that the tip of the dilator cracked while advancing the dilator and sheath over the non-abbott wire to insert into the patient. The device was replaced with a 14f amplatzer torqvue 45x45 delivery sheath. The patient status was stable.

Manufacturer narrative:
An event of tip of the dilator cracked when advancing the dilator and sheath over the non-abbott wire into the patient was reported. The device was returned to abbott and a damaged split was noted at the tip of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Abbott is performing further investigation to monitor this issue.